Event description:
The manufacturer received information alleging an error code went off after completion of installing the software to upgrade the version. When starting up the device, the alarm did not stop sounding with a red screen of "ventilator inoperative" displayed. There was no harm or injury reported. The device was not in patient use during the software installation. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. As the alarm had occurred while software version had been updating, the software was upgraded again, and it was done properly to resolve the issue. Confirmed an error code indicated the software failure in the event log, along with an error code indicated the software upgrading failure. The evaluation determined that the issue was caused by the installation application software failure.